Event description:
During rotoblating of circumflex artery a perforation occurred. Surgeons consulted, bypass not an option. Continued attempts at endovascular stent placement occurred. Pericardial tamponade from ruptured circumflex- catheter placed by cardiologist and continuous aspiration with blood being given back through a central line. Other stents being attempted for repair. Three stents placed, other devices were also deployed to stop bleeding.